Manufacturer narrative:
There was no reported device malfunction associated with the epic max valve. An event for patient wound infection post procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported event could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. The reported unexpected medical intervention was a result of case-specific circumstances as medication was provided.

Event description:
Clinical information: (B)(4) device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm epic max valve was successfully implanted in a patient. There was no difficulty experienced implanting the 23mm epic max valve. On (B)(6) 2024, it was noted that the patient had presentation of impaired sternal wound healing with massive purulent secretion. The decision was made perform a re-thoracotomy, saw off sternal shavings, and started the patient on antibiotic therapy. On (B)(6) 2025, the patient had a re-presentation of impaired sternal wound healing with two fistulas. The decision was made for the patient to undergo surgical wound revision and restoration of fistula tracts. The cause of the patient's impaired sternal wound healing with massive purulent secretion and two fistulas is attributed to wound healing complication due to diabetes mellitus in the context of open-heart surgery. There is no allegation of malfunction against the abbott device or procedure. The patient recovered at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.